Event description:
It was reported that this right atrial (ra) lead exhibited a remote monitoring alert for a high out of range pace impedance measurement greater than 3000 ohms. The patient was brought into the hospital and a device check was performed. During the check, it was indicated that both pacing and sensing could not be performed with the ra lead. A ra lead conductor fracture was noted. According to the patient, the issue occurred while using exercise equipment. In response, the physician programmed the implantable cardioverter defibrillator (ICD) device to a ventricular-only pace and sense mode. The patient will continue to be monitored. The ra lead remains implanted. No patient symptoms or adverse patient effects were reported.